Manufacturer narrative:
(B)(4). Follow up information was received from a physician. On (B)(6) 2012, the patient experienced a pain and cloudy effluent and was hospitalized. Treatment was not reported. On (B)(6) 2012, after 5 days of hospitalization, the patient was discharged. On an unreported date, the patient recovered. On (B)(6) 2012, the patient was hospitalized. On (B)(6) 2012, the patient experienced a suspicion of peritonitis. The patient was treated with gentamicin and vancomycin (doses, frequencies, lot numbers and route of administration were not reported). The gentamicin level was 4.7 and the vancomycin level was 19.6. On an unreported date, the patient recovered.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician in denmark of suspicion of peritonitis in a patient coincident with extraneal therapy for overhydration. Extraneal therapy was ongoing. On (B)(6) 2012, the patient experienced a suspicion of peritonitis and was hospitalized. Treatment was not reported. On (B)(6) 2012, after 5 days of hospitalization, the patient was discharged. On an unreported date, the patient recovered from this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.